Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out during priming. The customer's blood glucose level was unknown at the of incident. The customer stated that the insulin pump slower during rewind. The insulin pump will not be returned for analysis.